Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument was received and failure analysis found the instrument to have a broken grip at the basepoint of the grips location. A piece approximately 5.60 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted umbilical hernia etep (enhanced totally extraperitoneal repair) procedure, the mega suturecut needle driver instrument jaw broke off. A fragment fell inside the patient but was retrieved during the same procedure which was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.